Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm and was able to solve issue, but button are malfuctioning. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No sticky buttons or button error alarm noted during our testing. The insulin pump has scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.